Manufacturer narrative:
H.6. Investigation: 4 samples were returned by the customer. It was reported that several of the floors are having issues with the bd extension set and they will not flush properly. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a blue dye/water mixture. The sets were able to be flushed. The failure was unable to be replicated. A device history record review could not be performed on model 20039e because a lot number was not provided by the customer. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the smallbore 6 inch ext vlv was occluded and wouldn't flush. The following information was provided by the initial reporter: "several of the floors are having issues with the bd extension set 20039e. They will not flush properly."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 1094, 1248. FDA patient problem code: 2199.

Event description:
It was reported that the smallbore 6 inch ext vlv was occluded and wouldn't flush. The following information was provided by the initial reporter: "several of the floors are having issues with the bd extension set 20039e. They will not flush properly."